Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1.5 months after the dental implant was placed, the implant had not yet achieved primary stability or osseointegration. Clinician reports an infection, pain, mobility, hypersensitivity, an abscess and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1.5 months after the dental implant was placed, the implant had not yet achieved primary stability or osseointegration. Clinician reports an infection, pain, mobility, hypersensitivity, an abscess and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.